Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine and bupivacaine via an implantable infusion pump. It was reported that the many years ago the pump ran empty and the patient got very sick. It was noted that the issue was resolved by being refilled.